Event description:
Caller reports that during a correlation study, the following coaguchek xs/coaguchek s results were obtained: 1)#1.5 inr/2.4 inr 2)#2.3 inr/1.8 inr 3)#2.4 inr/1.8 inr 4)#2.1 inr/1.6 inr 5)#2.5 inr/2.0 inr 6)#3.8 inr/2.7 inr no actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the coaguchek xs system used. Reference medwatch report with (B)(4) for the coaguchek s system used.